Event description:
It was reported that this right ventricular lead exhibited loss of capture. The patient was brought to an in office check, and a computed tomography (CT) was performed. High out-of-range pacing impedance measurements and high capture thresholds were also noted. The CT was unable to confirm a perforation, however, a lead perforation was suspected. The patient was brought to the cardiovascular surgery department, and a revision procedure was performed, an echocardiography confirmed perforation on the heart, and thoracotomy was performed. The lead was successfully repositioned and no additional adverse patient effects were reported. This product remains in-service.